Event description:
It was reported that the device was used during a resection of a rectal carcinoma. When the device was fired, it fired an incomplete cut and there was no audible crunch. It is unknown at this time how the case was completed or if there were any patient consequences.